Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had surgery on wednesday and received a call yesterday from manufacturer representative (rep) to set up the device. During the setup process, they discovered that the device was not working. The patient stated that they visited their doctor today and were informed that they would need to undergo a complete surgery redo on tuesday because the implant was pulling out. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.